Event description:
Abbott heartmate 3 left ventricular assist device (lavd) was implanted on 2018 (ref # 105581us lot # 196265). The outflow graft had a dissection with clot in a false lumen. Patient received a transplant on 2021. Surgical pathology note below confirmed the finding. Heartmate 3 lvad showing "dissection" with clot in a false lumen developed between the cloth conduit and plastic sheath of the proximal outflow cannula.